Event description:
The patient reportedly experienced a decrease in sound while using their sound processor. The patient exchanged batteries. When they turned the sound processor on, they reportedly experienced on an overly loud sensation along with a pain over the implant site. Following this experience, the patient reported no sound. The patient was seen at the implant center for device evaluation. External hardware was exchanged. However, the reported problem was not resolved. Testing performed confirmed that the device was no longer functioning. Surgery was performed to explant the patient's device. The patient was reimplanted with another clarion device.